Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver had no audio output. No additional event or patient information is available. No product or data were provided for evaluation. The reported no audio output could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defects were found. The receiver failed to charge and reboot. The receiver download could not be performed. Unable to perform try it 55 fixed low test due to the screen being distorted. The reported event of no audio output was undetermined. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The receiver will charge and boot. The device was visually inspected and no defects were found. A "try it" manual test and download could not be performed due to screen being distorted. The reported event of no audio output was not undetermined. A root cause could not be determined.